Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jul-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating and the station was in disconnected mode. The field service engineer (fse) observed the communication failure icon on the screen, repositioned the medstation, and inspected the data cord and connections. It was identified that the data cord was connected to an incorrect port, which was corrected, and all connections were secured. The station was rebooted, and the desktop was accessed to verify network configuration, including confirmation of the internet protocol (ip) address. Following a final reboot, the application loaded successfully, the communication failure icon cleared, and normal connectivity was restored. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the device was not communicating and the station was in disconnected mode. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.